Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra test strips had "strip cut issue and sample draw issue." The patient also alleged an "error 5" message with his meter (unk meter). The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient stated that the reported issue began several months before contacting lfs (date and time not sure.) During that time, the patient noticed that the test strips had a sample draw issue where the confirmation window was partially filled, which reportedly caused an error 5 message on his meter (unk meter). He also stated that he thinks the test strips were no cut properly and it was damaged. The patient reportedly was upset since he had to waste many test strips for testing. The patient stated that due to the reported issue, he had to make "estimated guesses on either the dose of diabetic medications or the food intake." His diabetic regimen is not known. He reportedly could not get any blood glucose readings on his meter due to the reported issues. Approximately 6 weeks prior to contactin lfs, around 7am, he reportedly experienced "stress, dizziness and was unable to move." Following the reported symptoms, he reportedly received assistance from the emergency services, tested "25 mg/dl or something" on the ambulance meter and was reportedly treated with IV glucose. The patient stated that the night before he experienced symptoms, "due to the reported issues, he wasted all the test strips and he could not check his blood sugar", which the patient alleges would have contributed to his symptoms and the treatment received from the emergency services. The patient's test strips were replaced. Based on the provided info, this complaint is being reported because the patient allegedly developed symptoms that can be associated with severe hypoglycemia, after the reported issues began.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.